Manufacturer narrative:
The returned driver was examined visually under magnification. This showed a pure torsional fracture pattern with little evidence of fatigue. The perpendicular fracture surface suggests this failure was the result of a singular overloading event, where torque was applied suddenly, causing a primarily brittle fracture. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. Additional mdrs associated with this event: 3025141-2018-00110: driver 1 3025141-2018-00114: screw

Event description:
During implantation of an aculoc 2 plate and screws, the tips of two drivers broke off in the screws. One was able to be removed but the other remains implanted in the screw head.